Event description:
The patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high readings on their one touch verio pro meter. The patient mentioned that they had obtained a 5.6 mmol/l on a freestyle freedom lote meter and another one touch meter and when they compared it to the verio pro meter the result was 10.5 mmol/l. Readings were less than 30 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue and denied seeking any medical attention. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The complaint is being reported since the results is greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the meter has been returned to lifescan on (B)(6) 2012. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.